Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report # (B)(4). The device has been received for evaluation and the investigation is on going at this time. A follow-up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: (B)(4) reports this unit was connected to power supply and sustained thermal damage at connection of power supply cord.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Based on the results of the investigation, evidence of fluid damage was observed. The interface board (#34521100) and unit cable (#34505458) were repaired and the pump tested in specifications. It should be noted that the instructions for use (IFU) for the space pump state: "to protect the pump and power supply from moisture". Based on the information provided by our service provider, the reported event was attributed to use error. All information concerning this reported incident has been included in our trend analysis of the product line.